Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that when patient presented to the emergency room, pocket infection was observed with symptoms of redness, swelling, and bloody discharge from the upper left chest area. Patient was then followed up in physician¿s office for evaluation. There was no allegation that the infection was related to the device or the implant procedure. Device and leads were explanted. Patient was stable post procedure. Patient was prescribed antibiotics and a new device system was implanted after the infection was cleared.